Event description:
It was reported that a device alarmed multiple times for system error 322. This occurred in the cardio thoracic intensive care unit (cticu) on a patient receiving an epinephrine drip to maintain hemodynamic stability. The multiple interruptions caused the blood pressure to drop an alleged 15-20mmhg systolically. The epinephrine drip had to be titrated up to achieve hemodynamic stability.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was not reproduced however review of the event history log was able to confirm the system error. Evaluation of known contributors to system error 322 has led to the determination that the upper aux assembly and lower aux assembly were the failing component and will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.